Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced. The patient status was unknown.

Event description:
New information received noted that the left ventricular (lv) lead was not explanted. The lv lead was capped on (B)(6) 2023. The patient was stable throughout the procedure.